Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients chronic right ventricular (rv) lead was exhibiting high thresholds and no longer capturing. The lead was capped and has been replaced. No patient complications have been reported as a result of this event.